Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states,"IV oxaliplatin infusing via chest port. IV pump alarming "occluded". IV line flushed and confirmed blood return on chest port, pump still beeping "occluded". Phaseals replaced on IV line, pump still beeping "occluded". Switched out two IV modules and hung new d5 carrier line, which seems to have resolved issue with occlusion. Suspected issue with IV modules contributing to delay in chemo. Internal rl (B)(4). Ref report: mw5172185. Pt code: 4582. Device code: 2423." There was no information on patient harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device was alarming occluded while infusing IV oxaliplatin was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states,"IV oxaliplatin infusing via chest port. IV pump alarming "occluded". IV line flushed and confirmed blood return on chest port, pump still beeping "occluded". Phaseals replaced on IV line, pump still beeping "occluded". Switched out two IV modules and hung new d5 carrier line, which seems to have resolved issue with occlusion. Suspected issue with IV modules contributing to delay in chemo. Internal rl (B)(4). Ref report: mw5172185. Pt code: 4582. Device code: 2423." There was no information on patient harm. Although requested no additional information will be provided by the customer, no devices will be returned.